Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade which required pericardiocentesis. While ablating the right ventricle with a qdot micro¿ catheter, a steam pop was heard. Ablation was stopped, intracardiac echocardiogram (ice) was checked and a pericardial effusion was starting. The ablation of the premature ventricular contraction was already completed, and the procedure stopped. After the effusion was confirmed by ice, the medical intervention provided to the patient was a pericardiocentesis and an unknown fluid amount was removed. The patient was stable and moved to the intensive care unit for overnight observation. The patient has fully recovered with no residual effects. There was no transseptal puncture during the procedure. Qmode setting was used with ablation at 50w, when the power was over 35 watts flow was at 15 ml/min. There were no errors, no issues with the flow rate change at the start of ablation and the correct catheter setting were selected on the generator. The ablation cycle was 120 seconds when the pop was observed at the same tip position. Force visualization feature was visitag. Parameters for stability tag size ¿ 2 mm, range ¿ 0-10ohms, fot ¿ 35% 5g minimum force, visitag ¿ 5s stability. No additional filter was used. Color options used prospectively were impedance drop. Temp- 40c, impedance- 90ohms, power- 50w.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31663615l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).